Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture or failure to follow instructions reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the preparation for use section of the japan nc trek coronary dilatation catheter instructions for use (IFU) states: submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. If the surface of this device becomes dry, wetting with heparinized normal saline will reactivate the coating.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the left main with heavy calcification. The 4.0 x 8 mm nc trek balloon catheter was not soaked prior to use. The trek was advanced and inflated to 16 atmospheres (atm); however, during the first inflation, the balloon ruptured. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.